Manufacturer narrative:
A cardioquip customer submitted photos of tubing to epidemiology for investigation due to concern for bacterial contamination. Following hpc test results outside of cardioquip's specifications, epidemiology recommended that the device receive an internal water pathway replacement. The customer then sent the device back to cardioquip for depot repair. After the device had been returned to specification via an internal water pathway replacement, the device passed inspection and is fully functional.

Event description:
Hpc testing confirmed the customer's concern of bacterial contamination within the device. Cardioquip recommended the device be returned to specification via an internal water pathway replacement.